Event description:
Reporter alleged obtaining discrepant blood glucose values of 36 mg/dl back to back with a result of 163 mg/dl when testing was performed within 10 minutes of each other on the aviva system. Reporter stated obtaining the result of 36 mg/dl reading after eating lunch and self treated with 2 candy bars as a result of the reading before retesting. Reporter indicated he was experiencing hypoglycemia symptoms when obtaining the result of 163 mg/dl. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.